Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level exceeded 500 mg/dl, with the continuous glucose monitor reading "high." The customer resolved the issue by administering correction boluses via the pump and giving smaller amounts that would not trigger occlusion, enabling resumption of insulin delivery without changing supplies. Despite frequent occlusion issues, the caller declined additional assistance, and the case was closed by technical support.